Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient's blood glucose that day was above 600 mg/dl with no signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that a loss of prime issue was experienced; the reported noted the pump was powered off immediately prior to the loss of prime alarm. There was no indication of a device malfunction. This complaint is being reported because the reported health issue was attributed to an alleged pump issue of unknown cause.